Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that ¿his feet were bothering him since he was unable to use his implant¿ at the time of report. It was noted the patient first experienced the inability to use their implanted device and their leg issues in (B)(6) 2016. The patient reported that the ¿unit would not hold a charge¿ and that this had led to the inability to use their implanted device. An ¿attempted jump start¿ of the patient¿s device was undertaken in an effort to resolve the inability to use the implanted device and the leg issues, but ¿to no avail.¿